Event description:
It was reported after an associate's needle stick, the associate reported some concerns regarding the device 20g huber needle in the process of removing from port-a-cath. The safety feature was partially activated, the injury occurred after activating the safety feature. Associate believes that activating the safety feature was more difficult than it usually is. Needle usually slides into the catheter sleeve upon removing from port-a-cath but it did not slide all the way like it was suppose to. The clinician sustained a needle stick injury after needle was removed from implanted port. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.